Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the proximal contact and delivery wire were bent, likely due to handling, and the main coil was broken. The reported device difficulty inserting was confirmed during analysis based on the damage to the returned device. Additional information provided confirmed the device was in good condition after unpacking and was prepared per device directions for use (dfu). It is probable the device was damaged during the procedure, resulting in the reported difficulty inserting and the subsequent coil break. As such, an assignable cause of operational context was assigned to this investigation.

Event description:
Analysis of the returned device found that the coil was broken. There was no clinical consequence to the patient due to this event.